Manufacturer narrative:
Customer (person): phone: (B)(6). Postal code: (B)(6). Country: (B)(6). Investigation evaluation: dr. (B)(6) from (B)(6) memorial hospital in (B)(6) informed cook on (B)(6) 2020 of an incident involving a coda lp balloon catheter, rpn: coda-2-9.0-35-120-32 from lot #13282358. It was reported that the patient underwent a thoracic endovascular aneurysm repair (tevar) procedure on (B)(6) 2020 using a naivon 25-20mm/186mm and navion 28mm/182mm to treat a type b aortic dissection that the patient developed in 2017. When the coda balloon was expanded at the junction of the two grafts, the balloon ruptured. The device was removed and replaced with another manufacturer¿s device (tri-lobe balloon/produced by gore) to successfully complete the procedure. There were no adverse effects to the patient reported due to this occurrence. Additional information provided by the user facility confirmed that the physician inflated the balloon by hand with a syringe. A 3 fold dilution of contrast was used to inflate the balloon. The grafts were implanted in the descending thoracic aorta with angulation present. It is unknown if the balloon burst circumferentially or longitudinally. The device was advanced through an 18fr sheath manufactured by gore medical. The balloon was inflated one time during the procedure. After the balloon rupture, the device was able to be removed from the 18fr sheath. The physician commented, "since the flexion of the aorta tended to be strong, there is a possibility that the reported coda balloon might have gotten ruptured at the edge of the navion skeleton (stent). However, I reported the issue to the rep because I recognized that the coda balloon was hard to get ruptured. The reported coda balloon wasn't ruptured at the time of priming." A review of documentation including the complaint history, device history record (DHR), instructions for use (IFU) and quality control, as well as a visual inspection of photos of the device, was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, two photos of the used device were provided to cook. In the photos, biomatter can be seen on the device. No damage was observed on the catheter handle, shaft, and distal lumen. A balloon tear/pinhole cannot be clearly visualized as the photos were slightly out of focus. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13282358) revealed no recorded non-conformance's related to the failure mode. As there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product instructions for use (IFU) provides the following information to the user related to the reported failure mode: "warnings do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture, rupture of balloon. Do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 46mm balloon catheter should not be used to dilation of vascular prosthesis in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 46mm balloon catheter should not be used in vessels less than 24mm in diameter. When used to expand a vascular prosthesis, he balloon radiopaque markers should remain within the prosthesis. Precautions: use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Potential adverse vens vessel dissection, perforation, rupture or injury. Product recommendations: balloon inflation volume, do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Instructions for use: balloon preparation: note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. Purge all air from balloon in standard fashion. Completely deflate balloon and close stopcock. Balloon introduction and inflation: inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: cars should be taken to monitor balloon manipulations and inflation during fluoroscopy at all times. How supplied: store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. The device was inflated at the junction of two thoracic stent grafts. The proximal sealing stent for the distal graft has an internal seal stent. It can not be determined if ballooning in this region with the reported descending aortic angulation or graft diameter changes contributed to the balloon rupture without further information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a coda lp balloon catheter ruptured during a tevar for chronic type b aortic dissection procedure. The patient had previously underwent a tevar procedure in 2017. In a secondary procedure on (B)(6) 2020, additional competitor stent grafts were placed distally. The target/lesion site was reported to be located in the patient's descending thoracic aorta. Access was gained from the right femoral artery. Two competitor grafts were then implanted using "build-up technique from the diaphragm level". As the junction was touched-up using the coda balloon, the physician noticed that the device was ruptured. A competitor balloon device was used to complete the procedure. The physician had inflated the complaint balloon by hand using a syringe. The balloon was only inflated once and was not done so outside of the stent. Contrast used/mix of contrast to saline used was reported to be "3 fold dilution". The balloon was ultimately removed alone (without other components). No adverse effects to the patient were reported.